Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6947m55 implantable tachy lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was ffrw (far-field r-wave) oversensing. Atrial sensitivity was adjusted, which resolved the oversensing, and the atrial lead remains in use. No patient complications have been reported as a result of this event.